Event description:
Per the clinic, the patient experienced coil retention issues. The patient underwent a surgical procedure to thin the skin flap on (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.